Event description:
It was reported that the customer received a button error on the insulin pump. Customer changed the batteries, received the button error alarm and was not able to clear it. The buttons on the insulin pump became unresponsive. The blood glucose reading was not known. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corners, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube lip, a broken belt clip slot, cracked battery tube threads and a missing end cap sticker.